Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) fiberoptic will not calibrated. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the fiber optic error. Replaced safety/tidal volume disk due to cycles. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.